Manufacturer narrative:
H6: investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated.

Event description:
It was reported that the vps 20ga 1.1mm od 32mm l instaflash leaked blood when administering medication. This occurred on 10 separate occasions. The following information was provided by the initial reporter, translated from swedish to english: "leakage from venflon. Staff have recently noticed that it is leaking from the venous flon, for example when administering drugs, blood has been squeezed into the syringe. Even with infusions, it has much more often now backed up blood in the tubes."

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the vps 20ga 1.1mm od 32mm l instaflash leaked blood when administering medication. This occurred on 10 separate occasions. The following information was provided by the initial reporter, translated from (B)(6) to english: "leakage from venflon. Staff have recently noticed that it is leaking from the venous flon, for example when administering drugs, blood has been squeezed into the syringe. Even with infusions, it has much more often now backed up blood in the tubes."

Manufacturer narrative:
Correction: the awareness date has been updated. The following information has been corrected: g.4. Date received by manufacturer: 2021-04-19.

Event description:
It was reported that the vps 20ga 1.1mm od 32mm l instaflash leaked blood when administering medication. This occurred on 10 separate occasions. The following information was provided by the initial reporter, translated from swedish to english: "leakage from venflon. Staff have recently noticed that it is leaking from the venous flon, for example when administering drugs, blood has been squeezed into the syringe. Even with infusions, it has much more often now backed up blood in the tubes."